Event description:
The customer reported that approximately 15 seals into a thyroidectomy, the surgeon observed the nylon jaw coating on the patient tissue. The coating was removed from the patient without incident. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Repeated device activation and high duty cycle can lead to high temperatures that cause delamination of the nylon coating. We have been able to duplicate this in our investigation testing. The product instructions for use (IFU) warn against using the device as a bipolar scissor which can mimic the repeated activation/high duty cycle scenario. Reported injuries for these complaints have been minor in nature without serious effect to the patient. A new coating has been developed and is being phased into production.